Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a plastic like fiber in the solution. The solution was filtered prior to filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation with approximately 240ml of fluid in the bladder. Visual inspection noted a tiny piece of plastic particle approximately 3.0 mm in size floating in the fluid of the bladder. Fourier transform infrared spectroscopy analysis of the particle identified it to be ethylene vinyl acetate (plastic material). The initial evaluation confirmed the reported condition. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot number 13h042 was manufactured august 12, 2013 - august 13, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.